Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection, leak testing, microscopic examination and fourier transform infrared spectroscopy (ft-ir) analysis of the returned device. During the visual analysis of the returned device, a delamination was observed between the bladder and the injection dome. Also, a tear (b) was observed on the anterior view, measuring approximately 0.8 cm. Leak testing was performed, in accordance with mentor procedures, and a leak was observed caused by the delamination between the bladder and the injection dome. In addition, no additional leak sites were observed. Microscopic examination was performed, and the cause of the tear (b) could not be identified. Ft-ir analysis was performed to determine the presence of poly sheeting on the device, which is a material used during the manufacturing process. Infrared results revealed that poly sheeting material was not present in the delaminated area. Mentor also performed a manufacturing record evaluation related to the reported complaint for the finished device lot number. No manufacturing non-conformances were identified as part of this evaluation. Based on the information currently available, a product issue was identified during the investigation of the product received. This product issue will be addressed through the mentor¿s quality system. According to the manufacturing investigation, potential process failures resulting in possible delamination failure that may represent deflation after implantation were assessed. In conclusion, with consideration to the process controls, the evaluation performed, and the data records reviewed, the product complaint cannot be confirmed as a manufacturing-related defect. Although no conclusion could be reached on the cause of the rupture (b), the instructions for use contain the following caution: the silicone shell of the tissue expander may easily be cut by a scalpel or ruptured by excessive stress, manipulation with blunt instruments, or penetration by a needle. Subsequent deflation and/or rupture could result. All devices should be carefully inspected for structural integrity prior to and during implantation. In addition, the patient should be advised that vigorous body movement (e.g., physical exercise) or excessive manipulation or trauma in the region of the expander may cause stress to the device and result in subsequent deflation. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: no corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient implanted with a artoura plus sm te hp 500cc experienced a deflation on the left side post-operatively. As a result, the patient underwent explantation on (B)(6) 2025.

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).